Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility in japan reported a 62-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. After 29 days of support purge flow began to fluctuate on the impella 5.5 and they found that liquid was leaking from the purge line filter. Gauze and pressure was applied and the team fixed the area where the purge pressure could be maintained to address the issue. Patient was on support for additional 2 days post issue. No patient harm reported.

Manufacturer narrative:
The investigation into the purge sidearm leak has been completed. The device was returned for evaluation. Upon visual inspection, the purge tubing between the sidearm filter neck and red impella plug was found to be damaged. The keyence imaging showed a white discoloration at the damaged end of sidearm filter joint. No damages to retainer or other physical abnormalities were found. The cause of the purge leak was damage to the filter to tubing joint specifically at the tubing to filter neck bond.